Event description:
As reported by a field clinical specialist, during the second tavr case of the day with a 29mm medtronic evolute, the medtronic valve deployed and released too ventricular, and was unable to be retrieved. The patient had severe aortic insufficiency and was slowly declining hemodynamically. A 26mm sapien 3 ultra valve placed to recover and stabilize. Ew reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).